Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain/ pelvic pain') in an adult female patient who had essure (batch no. 628190) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and metrorrhagia ("metrorrhagia (bleeding between periods)"). The patient was treated with surgery (hysterectomy partial). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, abdominal pain, back pain, menorrhagia and metrorrhagia had resolved. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, metrorrhagia and pelvic pain to be related to essure. The reporter commented: patient received treatment for chronic pain/pelvic pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), apareunia, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding between periods). Discrepancy noted in essure confirmation test (as written in ppf). Discrepancy -insertion details- (B)(6) 2009,(B)(6) 2010. Discrepancy -removal details- (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: result- essure tubes are present in the fallopian tubes bilaterally.. Imaging procedure - on (B)(6) 2010: essure confirmation test conducted and the result is not provided. Lot number: 628190 manufacturing date: 2008-09 expiration date: 2011-09. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 21-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain/ pelvic pain') in an adult female patient who had essure (batch no. 628190) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and metrorrhagia ("metrorrhagia (bleeding between periods)"). The patient was treated with surgery (hysterectomy partial). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, abdominal pain, back pain, menorrhagia and metrorrhagia had resolved. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, metrorrhagia and pelvic pain to be related to essure. The reporter commented: patient received treatment for chronic pain/pelvic pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), apareunia, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding between periods). Discrepancy noted in essure confirmation test (as written in ppf). Discrepancy -insertion details- (B)(6) 2009,(b)(6 2010 discrepancy -removal details- (B)(6) 2012, (B)(6) 2012 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: result- essure tubes are present in the fallopian tubes bilaterally.. Imaging procedure - on (B)(6) 2010: essure confirmation test conducted and the result is not provided. Most recent follow-up information incorporated above includes: on 13-aug-2020: pfs received: lot no. Was added. Reporter was added. Lab test was added. Discrepant information was added in rcc tab. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain / pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and metrorrhagia ("metrorrhagia (bleeding between periods)"). The patient was treated with surgery (hysterectomy partial). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, abdominal pain, back pain, menorrhagia and metrorrhagia had resolved. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, metrorrhagia and pelvic pain to be related to essure. The reporter commented: patient received treatment for chronic pain / pelvic pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), apareunia, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding between periods). Discrepancy noted in essure confirmation test (as written in ppf). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2010: essure confirmation test conducted and the result is not provided. Most recent follow-up information incorporated above includes: on 06-sep-2019: pfs received. Reporter information updated. Case is incident. Previously reported event injury is replaced with new events: chronic pain / pelvic pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), apareunia, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding between periods). Lab data added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.